Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle attached to hub at an angle was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of needle attached to hub at an angle was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle attached to hub at an angle. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was molding defect sharp protrusions. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2023, when the nurse in the respiratory care unit was performing an arterial blood gas test for the patient, when he opened the product package, he found that the needle connection of the abg was bent. After that, the teacher replaced the arterial blood sampler with a new one and reported to the head nurse.